Event description:
It was reported that during a peripheral stenting treatment procedure, balloon withdrawal resistance and removal difficulty occurred. Using a right femoral approach, the lesion was located in a non-calcified, moderately tortuous left subclavian artery. Following the insertion of a 7f non-bsc sheath, a .035 inch non-bsc guidewire crossed the lesion. A non-bsc balloon catheter was used for pre-dilating the lesion after which a 10.0x30x135cm express-vascular ld stent was deployed, at 8atms. Into the left subclavian artery. Following stent placement, there was difficulty removing the balloon from the stent. Removal difficulties were also encountered when they attempted to withdraw the stent delivery balloon into a non-bsc 7f shuttle sheath. After inflating and deflating the stent delivery balloon several times (1st inflation to 8atm for 30 seconds, 2nd inflation to 8atm for 30 seconds), as well as rotating the balloon counterclockwise, the issue remained. They withdrew the sheath and the stent delivery balloon, together, as one unit. The balloon was removed intact and the express-vascular ld stent remained implanted. The procedure was completed with a this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a peripheral stenting treatment procedure, balloon withdrawal resistance and removal difficulty occurred. Using a right femoral approach, the lesion was located in a non-calcified, moderately tortuous left subclavian artery. Following the insertion of a 7f non-bsc sheath, a .035 inch non-bsc guidewire crossed the lesion. A non-bsc balloon catheter was used for pre-dilating the lesion after which a 10.0x30x135cm express-vascular ld stent was deployed, at 8atms. Into the left subclavian artery. Following stent placement, there was difficulty removing the balloon from the stent. Removal difficulties were also encountered when they attempted to withdraw the stent delivery balloon into a non-bsc 7f shuttle sheath. After inflating and deflating the stent delivery balloon several times (1st inflation to 8atm for 30 seconds, 2nd inflation to 8atm for 30 seconds), as well as rotating the balloon counterclockwise, the issue remained. They withdrew the sheath and the stent delivery balloon, together, as one unit. The balloon was removed intact and the express-vascular ld stent remained implanted. The procedure was completed with a this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted that it was returned on a 0.034 inch guidewire. The device was inserted through an introducer sheath. Examination of the express ld device noted that the balloon material was fully deflated but not correctly wrapped. In this condition it was not possible to remove it from the sheath. It was noted that the shaft of the device was broken at 1m 18cm proximal to the distal tip. The proximal portion of the device with the hub was not returned for analysis. It was not possible to inflate or correctly deflate the balloon as the hub was missing. It was not possible to remove the guidewire from the device due to dried blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).